Event description:
It is reported that the pt's hip dislocated. During revision surgery, it was discovered that the liner was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.